Event description:
A surgeon reported that after a lasik treatment the pt presented with overcorrection in the left eye (os). Add'l info has been requested.

Manufacturer narrative:
The laser was checked by the company engineer on site after the event and according to the log files treatments showed nothing abnormal; no malfunction of the excimer laser or the femtosecond laser were observed. Investigation, including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).